Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that there was a plunger malfunction the day before in the middle of a bolus. The blood glucose reading was 169 mg/dl that morning but then rose to 300 mg/dl. The customer treated with a bolus and then later received the motor error alarm. The insulin pump had also alarmed for no delivery. The drive support cap appeared normal. The customer did report that the insulin pump was kept in a metal case. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor also, unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. The insulin pump was programmed with multiple basal profiles and monitored, all basal profiles delivered their indicated amounts. The unit was also programmed with multiple boluses and monitored. All boluses delivered properly. No blank display noted during bolus delivery. No bolus anomaly, basal anomaly or unexpected e type alarms noted during testing. A test water filled reservoir was installed in the reservoir compartment, the motor contacted the reservoir and water exited the infusion set; no motor anomaly noted with a water filled reservoir installed in the reservoir compartment. Unit passed the displacement test, rewind, basic occlusion test, self-test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted during bolus and basal delivery. No crack noted on the display window or on the lcd glass. The insulin pump had minor deep scratched display window, cracked battery tube threads and cracked reservoir tube lip.